Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter; product ID: 10642, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 10642, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving remodulin (10.0 mg/ml at 3.252 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient's pump was explanted post lung transplant. It was noted the treprostinil pump was identified in the abdomen and exposed. The metal reinforced catheter was identified in the clamshell incision and in a separate left infraclavicular incision. Release of previous anchoring sutures. The catheter was very firmly adherent to the superior vena cava and brachiocephalic vein. Gently and with firm traction the hcp was able to pull the catheter almost completely, but a small part was very firmly adherent and couldn't be taken out. Surgical maneuvers to retrieve the small part most likely would have resulted in mortality. On 2019-feb-13 (B)(4) (rep, sdy, hcp): additional information received from a manufacture representative via a healthcare provider and clinical study reported the system was explanted due to the lung transplant.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath product type catheter product ID 10642 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter (model #: unknown) was returned, and analysis found no anomaly. The catheter (model #: 10642) was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. Product ID 10642, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported at the time of explant the catheter was adherent to the superior vena cava and brachiocephalic vein. The surgeon was able to pull it almost completely but part of it was very adherent.